Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a change sensor alert. The customer stated that when attempting to insert a new sensor, no 'sensor connected' message was received to select 'start new sensor.' The customer also reported that when the transmitter was connected to the charger, it blinked with a red light. Additionally, the customer experienced an issue with the middle button being unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, and mmt-7040a. Troubleshooting was performed for the change sensor, and the customer is unable to run a transmitter test/or the test passed. The customer was advised to try another sensor. Troubleshooting was performed for the loss of communication, and the customer removed the transmitter from the sensor and reconnected it. The transmitter blinked when attached to the sensor and began communicating when connected back to the sensor. Troubleshooting was performed for the transmitter charging, and the customer confirmed no damage to the charger battery, spring, or connector pins. Charger led light is flashing green and has not been used for more than 1 year. Advised charger is working properly and the transmitter is charging. Troubleshooting was performed for the keypad anomaly, and the pump was exposed to a change in altitude. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-7841zn, and mmt-7040a.